Event description:
Customer reportedly obtained results of 52mg/dl and 220 mg/dl within 10 minutes on the same device. No action was taken based on device reuslts. No adverse event reported and no treatment rec'd. No strip info provided and no quality controls were used. Requested return of suspect device and replacement was sent.